Manufacturer narrative:
H3, h6: the navio bone screw driver, pn pfsr110164 , lot #885274, use in treatment was returned. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. Under a magnifier it was observed cracks in the weld. Functionally the pin driver was attached to the bone pin to intend proper operation of the component. The pin driver wouldn't engaged and rotated the bone pin. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the navio surgical system user¿s manual for proper handling. This failure is an identified failure mode within the risk assessment. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio tka procedure, the pin driver was stripped inside and was not able to drive the bone pins into femur/tibia. The procedure was successfully completed without delay using a recon pin driver. No other complications were reported. There are not operative reports available. No injury was reported.